Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent taa stent graft was implanted in patient for endovascular treatment of penetrating ulcer in zone 3. The proximal aortic neck measured 34 mm in diameter. The distal aortic neck measured 34 mm in diameter. It was reported that the patient expired approximately four years and six months after the index procedure. The cause of the patient death was unknown. The investigator was unknown if the death was related to the device or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.